Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02dec2020.

Event description:
The customer reported unable to shut off high priority alarms. There was no patient involvement.

Manufacturer narrative:
H10 it was reported that the customer was unable to shut off high priority alarms. Contacted customer and the customer reported the issue was resolved and did not provide any additional information regarding repair of the unit. It is unknown if the device was returned to service. The alleged malfunction was unconfirmed. The device was not being used for treatment when the reported event occurred. H11. G1: contact information updated. H6: codes.